Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: the DHR of material no. 300850 with batch no. 2201429 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. A video was received by bd for evaluation. A quality engineer was able to review the video from lot number 2201429 regarding item number 300850 with the reported issue of cracked barrel. The investigating team has used the retention samples of mat. Number 300850 and lot number 2201429 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually looked for the samples for cracked barrel and no cracked barrel was found in the retention samples. The investigation was also carried out on the video, and it confirms the reported defect of cracked barrel. Crack could be caused during transferring of barrel from marking to assembly index if air pressure is high causing striking of barrel to pocket. Action taken- pressure gauge to be provided to check the air pressure and control the air pressure. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd discardit¿ ii syringe barrel cracked after opening the blister pack. The following information was provided by the initial reporter: "syringe barrel cracked after opening from blister pack."